Event description:
It was reported that during a sleeve gastrectomy, on the first reload, the powered echelon failed to complete the staple line. Cartridge had to be removed and replaced. Second black cartridge was fired, staple line started very disorganized, then had straight staples the staples then were not visible (patient side) staples were visible on specimen side and ended straight with a few disorganized at end of cut line. Gore seam guard was used on anvil side only which may visibility difficult. The ple60a was then used to fire another black cartridge and four green cartridges. Doctor had to go back to area on first firing and use a vlok suture to oversew the section of concern; this added ten minutes to the procedure.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with an ecr60t cartridge reload present, partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on the 1st firing, did the device cut and fail to deliver a complete staple line? If yes, what was the location of the incomplete staple line? This behaved like a safety lockout, cartridge was not allowed to staple or cut. On the 2nd firing, what is meant by the staples were disorganized at the start of the firing and at the end of the cut line? Were the staples malformed? Crowns were not in a straight line. They appeared criss-crossed. Were any of the forces higher or lower than expected (closing or opening)? Was not reported. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? No. The product status of ¿implanted¿ refers to the malformed staples in the patient. There was no cartridge left in the patient.